Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station upgrade failed. The field service engineer (fse) downloaded the image and reimaged the station. The first attempt failed due to an image verification error. A second reimage attempt was performed and completed successfully. The station was then synced to the server, and the synchronization completed without issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device malfunctioned after the upgrade. When the anesthesiologist logged into the unit, none of the drawers opened, which delayed access to medication needed to begin an operating room procedure. Pharmacy personnel with administrative privileges immediately responded and attempted to access the system, but the drawers remained locked and the pas drawers did not unlock. The pharmacy staff then rebooted the station, after which the machine resumed normal operation. The customer stated that this malfunction occurred during operating room procedure. And caused a delay to the patient care. There were no adverse events or injuries reported based on this event.